Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the device failed pressure transducer test. Identification of issue has been done by analyzing problem description and service report. The expiratory cassette has been cleaned, but the issue persisted. The pressure transducer board was checked and needs to be replaced. Pressure transducer printed circuit board measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. The issue was decided to be reported based on available information as defective pressure transducer printed circuit board may lead to high pressure. There was no patient involvement. The defective part and device's logs were not available for further evaluation. The root cause to the reported issue has not been determined. The correction of field usage of device was required. This is based on the internal evaluation. Previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).